Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a subcutaneous neck procedure, when the dermis of the neck was sutured, the tip of the needle was found to be broken in the tissue when the needle was removed. The user search for the tip but could not be found. After a b-ultrasound and two x-ray examinations of the neck, the broken needle was found in the patient's body but was not retrieved. A new suture was used to complete the case.